Event description:
There was a reported issue regarding a surgical procedure involving the lead. Difficulty was encountered while advancing the lead. The stylet couldn't be placed all the way into the lead. The stylet was sticking during insertion. They opened another lead and were able to use that one fine. No injury to patient was reported.

Manufacturer narrative:
(B)(4).